Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station was stuck on the blue screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and were able to get medications from main pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station had been stuck on the blue screen. A technical support specialist (tss) followed the knowledge article and had launched the medication application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.